Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Ptc investigation result was received on 30-nov-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: failure model mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced uterine infection. An vaginal ultrasound was performed and showed that right implant had split in half (seen as device breakage). Uterine infection is serious due to its medical importance and listed in the reference safety information for essure while device breakage is non-serious and anticipated according to the technical analysis. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In this case, it was not reported whether the uterine infection occurred up to 4 weeks post insertion. No surgical intervention was reported. Also, it was unknown when device breakage occurred. However, considering their nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious events were reported. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case# FDA-2014-n-0736-1745, awareness date 24-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009. She stated that she contracted a uterine infection that was not knocked out after 3 rounds of antibiotics. She had pain when sitting; pain before bowel movements; pain after sex; heaviness and bloating after sex; lack of sex drive and sexual function; constant genital itching; chronic fatigue; and irregular menses, which she was told was due to age ((B)(6) at the time). No one mentioned nickel, which might have warned her away from this device, because she got pain and itching with cheap jewelry. Vaginal ultrasound was done and showed that the right implant had split in half. Company causality comment this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced uterine infection. An vaginal ultrasound was performed and showed that right implant had split in half (seen as device breakage). Uterine infection is serious due to its medical importance and listed in the reference safety information for essure while device breakage is non-serious and unlisted. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In this case, it was not reported whether the uterine infection occurred up to 4 weeks post insertion. No surgical intervention was reported. Also, it was unknown when device breakage occurred. However, considering their nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious events were reported. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.